Event description:
It was reported that the customer had the pump bring his blood glucose level down to 50 or 55 mg/dl every morning. Customer went to bed and his blood glucose level was 124 mg/dl. Customer's blood glucose level in the morning was 66 mg/dl. Customer stated that the amount of insulin being delivered at night is the reason for this. Customer was offered troubleshooting for the low blood glucose level, but call was disconnected. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.